Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "swollen lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "swollen lymph nodes," and "pain".

Event description:
Patient reported left side "rupture," "swollen lymph nodes," and "pain." Patient is being treated with pain medications. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported left side "rupture," "swollen lymph nodes," and "pain." Patient is being treated with pain medications. Device remains implanted.